Manufacturer narrative:
Concomitant medical products: 6949 lead implanted: (B)(6) 2006; 4076 lead implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead triggered the patient alert feature. It was further reported that there was high impedance and loss of capture due to a lead fracture. The lead was capped. A second left ventricular lead, which was capped for unknown reasons at implant, was uncapped and tested but exhibited non-capture. The lead was re-capped and a new lead was then implanted. Both leads were removed at a later date. No patient complications have been reported as a result of this event.